Manufacturer narrative:
D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k): k923607, k926214. Investigation of the actual sample: condition of the actual sample: the outer layer at the distal end had been fractured, and the wire had been exposed approximately 4mm. The fractured distal end was not returned. Multiple abrasions were found at approximately 130mm - 1850mm from the distal end. No anomaly such as a missing part or peeling of the urethane was found in other sections. It was inferred that the outer layer at the distal end was missing approximately 4mm. Condition of the fractured section of outer layer: wrinkles were found on the side. A torn shape was found at the fractured surface. It was inferred that some pulling force was applied to the actual sample. End surface of the wire: the fixed size cut mark (marks that occur when the wire is cut during manufacturing) similar to that of the current product was found. It was inferred that there was no missing part on the wire, and the outer layer at the distal end was partially fractured. Confirmation of the dimension: outer diameter (the section without fracture) met the factory's specifications. No anomaly was found. No anomaly was found in the manufacturing record and the shipping inspection record. Simulation test: with the distal end of current product guidewire trapped, removal force was applied to the guidewire. As a result, following conditions were found. The outer layer at the distal end was fractured and was detached from the main body. Wrinkles were found on the side at the fractured section of outer layer. A torn shape was found at the fractured surface of outer layer. These conditions were similar to those of the distal end of actual sample. No anomaly was found in the history investigation result of the product with the involved product code/lot number. As a cause of this case, it was inferred that the distal end of actual sample was trapped for some reason, and pulling force was applied to the actual sample, causing the outer layer at the distal end to tear and fracture. However, since the details of how the actual sample handled was unknown, it was not possible to identify the cause of the distal end being trapped. In addition, no missing part was found in the wire of actual sample, and it was inferred that the outer layer at the distal end was missing approximately 4mm. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the wire fractured during an endovascular therapy (evt). The fractured distal end was crimped to the blood vessel with a smart stent. The procedure was completed, and the patient was under observation. It was a thrombotic chronic total occlusion (cto), and a dark, aged blood clots from the heart emerged. 35 was only used when advancing the guide. The procedure itself involved repeating the sequence of ivus to st01 suction approximately 10 times. The iliac dissociated (8 - 9 mm diameter) possibly due to excessive insertion and removal. 35 was inserted into the lesion before inserting 14; however, it did not pass through. Afterwards, when attempted to insert the 35 again, the distal end had been torn off. The distal end of wire was exactly where we were about to place the stent; therefore, it was simply crimped with the stand. The fractured piece remains inside the patient's body (unretrievable). The procedure outcome was not reported.